Event description:
The generator was received by the manufacturer for analysis, but analysis has not been completed to date.

Event description:
Analysis was completed for the generator. In the analysis lab, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received dated (B)(6) 2015 which indicate that the patient continues to have breakthrough dialeptic seizures frequently. It was noted that although the seizures are much less frequent, some of them are slightly more severe and the patient¿s father attributes that possibly to a low vns battery. The patient was referred for a prophylactic battery replacement as the generator is at ifi=yes. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician have been unsuccessful to date.

Event description:
On (B)(6) 2015 it was reported that the patient underwent a generator replacement on (B)(6) 2015. Good faith attempts for product return were made but it has not been received for product analysis to date.